Event description:
Syringe infusion pump was being used to dispense levophed. The pump experienced an internal fault causing the pump to stop operation. The pt became hypotensive because therapy had stopped. The pump signaled the nurse of the condition. The pt was placed on another pump. Pt fully recovered.